Manufacturer narrative:
(B)(4). Date sent: 5/17/2021. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Increased jp bloody drainage, hgb 11.6-9.4 evening of surgery, transfused 2 units. I do not have information on the amount of blood loss and the pre and post-op anticoagulant and post op pain management.

Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: there were 2 transfusions and one intraoperative issue that was resolved with no change in post-operative care. There have been no changes in surgery protocol that the sales team is aware of. The surgeon uses one green reload and then straight to blue. Spot coagulation is used when needed. They do not wait 15 seconds prior to firing and do not pulse fire. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor had two patients who had surgery week of (B)(6) 2021 and both had to receive post op blood transfusions for bleeding. The patient did not require revision surgery or hardware removal.